Event description:
Pt developed unstable angina and 70% in-stent stenosis four months after implantation. The pt also developed other events that were reported to be unrelated to the investigational treatment, device or procedure. The events were hospitalization due to shortening of walking distance (artherosclerosis), prolongation of hospitalization due to stenosis of the internal carotid artery, worsening of peripheral arterial occlusion, ulceration of the left lower leg and anemia. The product is not available for eval and testing. Please note that the product, is distributed outside the united states, however, it is similar to the united states product.